Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the control-iq algorithm suspended basal delivery in response to the continuous glucose monitor (cgm) sensor reading; however, the cgm sensor reading was inaccurate. Reportedly, the cgm blood glucose (bg) reading was displayed as 40 mg/dl and the contact was unable to provide a meter bg reading at the time of the event. Reportedly, the customer addressed the bg level of 40 mg/dl based off an inaccurate continuous glucose monitor (cgm) reading with soda and two doses of baqsimi nasal spray. As a result of the basal suspension and treatment by customer, the customer's blood glucose (bg) level rose to 906 mg/dl, with ketones. Customer went to the emergency room on 5/8/2025 and was admitted into the intensive care unit. Customer was treated with intravenous fluids of saline, insulin and nausea medication. Customer was released from the hospital on 5/10/2025 with the issue resolved and no permanent damage. System check with tandem technical support did not identify any additional issues with the pump or related supplies. No additional patient or event information was available.